Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump alarmed upstream occlusion repeatedly during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6(update codes) and h11. H11: the device was received for evaluation. A tube load test was performed and noticed that the blue slide clamp was not ejecting properly after the door was closed. The blue slide clamp remained engaged with the tubing after the door closure, causing a constant upstream occlusion alarm. Further visual inspection showed that the slide clamp assembly spring was hanging due to a broken plastic holding the spring. A review of the event history log revealed multiple upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the broken spring from the slide clamp assembly. The slide clamp assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.